Event description:
Patient was on flowby settings on drager ventilator, reporter was in the room assessing the patient and noticed the ventilator screen had turned completely black, but had not been a few minutes prior to. Family members were in the room, rn was in the room the entire time, never saw anyone by the ventilator nor touch the ventilator. Patient was breathing on his own, respiratory rate within normal limits, and spo2 reading 100%, connected the ambu bag to the endotracheal tube to and provided patient with breaths as needed to ensure adequate oxygenation/ventilation. Patient was awake, remained calm, and with stable vitals. Rt was at bedside and reconnected a new ventilator. Patient uninjured.